Event description:
An outbound otp was made to the customer in 2002 regarding their one touch profile. The following information was documented: customer alleged that the meter was reading too high and that it caused them to give self too much insulin. Customer had a low blood glucose reading and caused them to fall and injure self. Customer stopped using the meter over a year ago and had it replaced through the otp urgent program 2 weeks ago. The customer had meter replaced for inaccuracy and not for segments missing. Unable to contact the customer to obtain more information. Attempted to contact twice. Also sending letter.